Event description:
It was reported that the pt underwent surgery for alif at l4-s1 with posterior dynamic rod fixation at l3-s1. X-rays taken in 2008 revealed two broken cannulated pedicle screws at l3. The pt underwent add'l surgery to remove all posterior implants. Solid fusion had occurred and no add'l hardware was implanted. No pt complications were reported.

Manufacturer narrative:
The device has not returned to medtronic for evaluation. Unable to determine cause of the event.